Event description:
The hcp reported onset of symptoms was 1/24/2006. Catheter revision was performed due to break. The morphine concentration was changed to lower dose and rate. The pump contained 25 mg/ml; 30 mg/ml in the internal pump tubing reportedly due to drug availability from pharmacy. Four days after small adjustments in intrathecal dose from 1.9 mg to 1.8 mg/day. The following day, the patient reported symptoms. The patient was experiencing weaknes in legs followed by progressive sedation and respiratory failure. Narcan administered as needed with positive results. The medication was removed from the pump and catheter and was replaced with sodium chloride. The patient experienced "some lethargy event running sodium chloride in pump". Pump interrogation was "normal". The patient recovered without sequela and is no longer using intrathecal morphine for pain; the patient denies pain and is off all pain meds.

Event description:
The manufacturer's representative reported that the patient was having "issues of wakefulness-seems obtunded". The patient underwent catheter revision in 2006. He presented to the emergency room five days later and was subsequently admitted to the hospital for observation. MRI did not reveal any issues. Morphine was being administered via the drug delivery system. The patient was started on the lowest dose-1.2mg/day.